Manufacturer narrative:
The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed two low battery alerts, one on 05/08/2023 at 15:49:00.000 and one on 05/12/2023 at 04:40:00.000 both were expected. Pump alarmed a replace battery alert on 05/13/2023 at 11:43:00.000. Pump alarmed 17 failed battery tests on 05/13/2023, the first three are as follows: 11:35:05.000, 11:36:33.000, and 11:36:56.000. Pump alarmed two power loss alarms on 05/13/2023 at 11:43:24.000, and 11:43:35.000. Pump alarmed five pump error 53 alarms (file number: 2005, line number: 5632, esf #: (B)(4)) on 05/13/2023 at 11:37:45.000, 11:38:23.000, 11:39:01.000, 11:41:19.000, and 11:42:38.000 due to a possible software anomaly. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1 and pcba 2. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and cracked retainer. Unexpected battery power loss and high sleep current measurement were confirmed during testing due to moisture damage on the electronic assembly. Retainer ring damage was confirmed during visual inspection. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Moisture damage was confirmed found on the battery tube, force sensor, pcba 1, and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert/short battery life. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed. The customer stated that the battery cap was not loose, cracked, or damaged. No harm requiring medical intervention was reported. The customer discontinued using the device and will be returned for product analysis.